Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro self-activated when it was first plugged in even though the toggle switch was confirmed to be in the off position. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (4) 2010 for investigation. A visual inspection revealed that the jaws were burnt. A supplemental report will be submitted when the investigation is completed. (B) (4)